Event description:
It was alleged that the patient had a total hip replacement in 2007. It was further alleged that, "the patient has had squeaking, grinding, and pain unrelieved from his hip. Patient is now being scheduled for a revision.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.